Event description:
X-ray images prior to the patient's lead replacement were provided to the manufacturer for review. A gross lead fracture was visualized in the reviewed x-ray images.

Event description:
It was reported that a patient had high impedance identified on a system diagnostic test. The patient's high impedance was present for about two months. The patient stated that he had not experienced any recent trauma. The patient underwent a lead replacement surgery, which reportedly resolved the high impedance. No additional relevant information has been received to date.